Manufacturer narrative:
Additional information: h6: 4629-lens was explanted on an unknown date. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: reportedly, "icl vaults are too low and I'm seeing some early cataract development, so will need to do an exchange". Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -9.50 diopter, implantable collamer lens into the patient's right eye (od) on 31/aug/2023. Low vault was observed. The lens remains implanted. Cause of the event is reported as patient related factor. Device did not fail to perform as intended.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim# (B)(4).